Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported there was spay of fluid under pressure with a bd facsaria¿ flow cytometer. The following information was provided by the initial reporter: instrument leaking di water from wet cart. Additionally, on 2020-7-1 the fse provided the following additional information: customer states wet cart is leaking fluid. Customer can not smell any odor and customer thinks its di water. Steps taken with customer/troubleshooting: customer was advised to shut down instrument, customer was able to clean leak using proper ppe. Customer states call is not an emergency. They are slow and this instrument is not used alot. Next steps (if necessary): dispatching fse. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? N/a. List of parts shipped (include foc): n/a. RMA required? No. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? No. What was the fluid that leaked/spilled? Di water. What is the source of leak/spill? (Waste or non-waste line) non-waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Additionally, on 2020-7-22 the fse provided the following additional information: in regards to there being a possibility of spray of fluid under pressure, the fse verifies that the fluid was "spray".

Manufacturer narrative:
H.6. Investigation: problem statement: the reported complaint is on a facsaria flow cytometer 2 laser w/acdu- 334078 that there was a leakage/spray of non-biohazard (ethanol, sheath fluid) while under pressure. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 01jul2019 to date 01jul2020. Complaint trend: this is the only complaint, related to the issue of leakage/spray of non-biohazard (ethanol, sheath fluid) while under pressure. Date range from 01jul2019 to date 01jul2020. Manufacturing device history record (DHR) review: review of DHR part # 334078 serial # (B)(6) , (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and the servicemax report, it was found that the leak was not coming from the wet cart but from the side panel of the flow cytometer. The fluid dripped from the air valve and sheath regulator assembly down to the tubing outside the instrument. The root cause of the non-biohazard leak was due to a worn fluidics motherboard (34334509 - pcb assy fluidic mother bd aria ii rep) that regulates the flow of air and liquid of the instrument. The dispatched fse (field service engineer) confirmed this faulty after replacing both the air valve assembly (642350) and the sample/sheath regulator assembly (644651) two times. The fluidics motherboard was returned for evaluation and was verified as defective. After the repairs a fluidics startup was ran and all other functions of the instrument was verified. A cst (cytometer setup and tracking) process was performed, and the instrument passed without warnings. Although the leak was deionized (di) water with no odor, and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. In addition, as the instrument requires a mixed amount of pressure to move liquid through the fluidic lines, the amount of spray was not significant to cause damage to the user or personnel. The instrument should depressurize by closing various valves and opening drain ports when it completes its process, especially during shutdowns or cleaning cycles. No user was harmed or injured as they were wearing proper ppe (personal protective equipment) as cautioned throughout the bd facsaria user¿s guide (#23-21702-01) and can be found starting on page 138. After the repairs, the instrument was rebooted, tested, and was functioning as expected. The safety risk is moderate, s3, however there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 10aug2004. Defective part number: 642350 - air valve assembly facsaria ii, 644651 - sample/sheath regulator assembly v-pos, 34334509 - pcb assy fluidic mother bd aria ii rep work order notes: subject / reported: instrument leaking di water from wet cart. Problem description: instrument leaking di water from wet cart. Work performed: wet cart is not leaking. R3 on inside of the instrument is linking fluid straight out. Fluid in all of the air lines also. Ordered parts. Replaced the regulators and the air valve assy. Found more fluid in the bulk injection chamber which got all the air valve lines wet again. Replaced the sheath and sample regulators, the fluidic motherboard and the air assy twice. Ran fluidics startup and verified all other functions of the instrument. Ran cst. Passed without warnings. Cause: customer set the instrument up for a fluidics shutdown incorrectly. Solution: fluidics motherboard, regulators, and air assy. Returned sample evaluation: a return sample of both 642350 - air valve assembly facsaria ii and 34334509 - pcb assy fluidic mother bd aria ii rep were requested and confirmed that both parts were faulty. Risk analysis: risk management file part (B)(4), facsaria product family risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no ID: 2.2.1. Hazard: chemical spray onto the user or surrounding personnel. Cause: loosening of the bleeder valve of the sheath or ethanol filter by the user during purging of trapped air. Harmful effects: minor skin irritation, eye irritation if fluid comes into contact with the eye, no permanent damage, potential reversible corneal damage if high pressure spray were to hit the eye directly. Risk control: CAPA 682450 investigated this issue and corrective action was to qualify a new filter. Design fmea (B)(4), rev a documents the fmea for the new filter. Implementation verification: a. Reliability protocol (B)(4), rev b. B. System verification protocol (B)(4) rev a. C. System validation protocol (B)(4) rev a. Effectiveness verification: a. Reliability report (B)(4), rev a. B. System verification report (B)(4) rev a. C. System validation report (B)(4) rev a. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to a worn fluidics motherboard, part# 34334509 - pcb assy fluidic mother bd aria ii rep. Conclusion: based on the investigation results, the root cause of a leakage/spray of non-biohazard fluid, while under pressure, of the facsaria ii was due to a worn fluidics motherboard. All non-functioning parts were replaced by the fse and serviced the instrument back to normal operation. Although there was spray/leak of non-biohazard material under pressure, no user or customer was harm or injured and proper ppe was worn. The safety risk is moderate, s3, however there was no impact to customer health or safety.

Event description:
It was reported there was spay of fluid under pressure with a bd facsaria¿ flow cytometer. The following information was provided by the initial reporter: instrument leaking di water from wet cart. Additionally, on 2020-7-1 the fse provided the following additional information: customer states wet cart is leaking fluid. Customer can not smell any odor and customer thinks its di water steps taken with customer/troubleshooting: customer was advised to shut down instrument, customer was able to clean leak using proper ppe. Customer states call is not an emergency--they are slow and this instrument is not used alot. Next steps (if necessary): dispatching fse. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? N/a. List of parts shipped (include foc): n/a. RMA required? No. Was there a fluidic leak or spill? Yes. 1. Was the leak/spill contained within the instrument? No. 2. Was the leak/spill in a customer accessible location? No. 3. What was the fluid that leaked/spilled? Di water. 4. What is the source of leak/spill? (Waste or non-waste line) non-waste. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. Additionally, on 2020-7-22 the fse provided the following additional information: in regards to there being a possibility of spray of fluid under pressure, the fse verifies that the fluid was "spray".